Manufacturer narrative:
The technician replaced the brake mechanism block top and adjusted the brake casters to resolve the issue.

Event description:
The technician alleged the brakes are not holding in brake mode. No patient impact.